Event description:
It ws reported that the right ventricular (rv) lead thresholds had risen from 0.9 v at implant to 1.2 v at 0.4 ms and stayed around that value for years until the last follow up when it went to 2.7 v at 0.4 ms. It was noted that the rv lead bipolar impedance had slightly fallen from around baseline of 430 ohms to the last measured of 370 ohms. The rv lead was reprogrammed, remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices: s606 dr competitor implantable pacemaker: (B)(6) 2010. (B)(4).